Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed all testing. Review of the event trace data revealed that an "ln vent1" condition occurred. As a pre-caution the service technician replaced the power board. The device passed final testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 intermittently shut off while connected to a patient. The customer confirmed that there was no patient harm associated with the reported issue. The customer also stated that this happens when the ventilator is plugged into a/c power.